Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 399 mg/dl and ketones were present due to a kinked infusion cannula. Customer was unable to deliver a bolus due to insulin on board (iob). Customer went to the emergency room. Healthcare provider identified ketones as being dangerous. Customer was treated with insulin injection, fluids and magnesium. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous fluids and insulin injection were administered to resolve the elevated bg/dka. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer reverted to using manual injections for insulin therapy. Tandem technical support educated the customer how to over-ride the bolus request when iob is active. Customer acknowledged information.

Manufacturer narrative:
Product problem box unchecked.